Manufacturer narrative:
Device evaluated by MFR: the v-14 control wire was returned for analysis. A visual examination identified that the polymer jacket was detached/peeled, moreover the distal tip was bent. No further issues were confirmed in the analysis.

Event description:
It was reported that tip detachment occurred, and portion of the device fragment remained inside the patient. The target lesion was located in the non-tortuous and heavily calcified left anterior tibial artery. A v-14 control wire was selected for used. During procedure, the v-14 control wire was advanced along with a non-boston scientific catheter. It was noted that when the v-14 control wire was pulled back, the tip broke off in the patient. Part of the wire was unable to be retrieved and remained inside the patient. A second v-14 wire was advanced with non-boston scientific catheter and there was no issue. The procedure was not completed due to this event. No patient complications were reported.

Event description:
It was reported that tip detachment occurred, and portion of the device fragment remained inside the patient. The target lesion was located in the non-tortuous and heavily calcified left anterior tibial artery. A v-14 control wire was selected for used. During procedure, the v-14 control wire was advanced along with a non-boston scientific catheter. It was noted that when the v-14 control wire was pulled back, the tip broke off in the patient. Part of the wire was unable to be retrieved and remained inside the patient. A second v-14 wire was advanced with non-boston scientific catheter and there was no issue. The procedure was not completed due to this event. No patient complications were reported.